Event description:
It was reported that during a mammogram on a seated pt using a swivel back chair due to the pt inability to stand, the c-arm began to lower onto the back of the chair and the pt's upper thigh. The pt sustained a moderate bruise on her upper thigh.